Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history identified 30 similar complaints. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported one false positive flu b result on sofia flu+sars. Patient was asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).